Event description:
It was reported that this pacemaker system exhibited noise signals on both the right atrial (ra) lead and right ventricular (rv) lead. The device minute ventilation (mv) sensor became disable by a signal artifact monitor (sam) recorded event. The device remains in service. No adverse patient effects were reported.